Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (anticipated or scheduled date for essure removal in (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain lower, depression, dysmenorrhoea, weight increased, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, migraine and weight increased to be related to essure. The reporter commented: anticipated or scheduled date for removal: (B)(6) 2019. Cannot recall exact date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Previously reported ¿injury¿ was updated to lower abdomen. Following events were added: depression, dysmenorrhea (cramping), weight gain, bloating, migraines/headaches and she did not underwent an essure confirmation test. Lawyer added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.